Event description:
On (B)(6) 2014 (according to expertise files preliminary analysis) the device was found in standby mode. The customer is asking for the reason and the date/time of the event.

Manufacturer narrative:
(B)(4) 2014. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.